Manufacturer narrative:
This is the first instance of this failure mode. We will continue to monitor to see if it becomes a trend. New models of this lift type are equipped with a different actuator that does not appear to be subjected to this failure mode.